Manufacturer narrative:
Concomitant medical products: 5524m-53 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds in bipolar and high impedance in bipolar and exhibited loss of capture during implantable pulse generator (ipg) changeout. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.